Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was not giving them insulin. They had a blockage. Troubleshooting was performed it was found that they did not perform a step when priming the insulin pump. They had experienced resistance on some of the infusion set when they try to push insulin through. The customer also reported that had a high blood glucose level that was around 400 mg/dl. The customer stated they would treat with a manual injection or the insulin pump. They had treated their high blood glucose with 9 units of insulin from the insulin pump. They declined troubleshooting for the high blood glucose. The device will not be returned for analysis.